Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected low battery noted during testing. No unexpected low battery alarms found at the downloaded pump history. Insulin pump was returned for low battery alarms. However, power loss alarms and error 25 confirms in the long trace. Detailed trace analysis confirmed the pump alarmed error 25. Power loss after error 25. The error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Insulin pump received with cracked and scratched keypad overlay. Insulin pump received with minor scratched lcd window and case.the insulin pump involved in this event is the 670g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there are issues with the battery life on the insulin pump. It was reported that after the battery is changed in the insulin pump, the pump continues to alarm low battery error. Customer's blood glucose level was not included in the report. Product is being replaced.